Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received with oxygen input hose and battery. General wear and tear noted during visual inspection. Oxygen input hose failed to pass test as the date code sleeve which states the replace hose by date was no longer legible. The reported fault was confirmed during functional testing; the visual gas supply indicator (fish eye) failed to turn white when oxygen was supplied to the unit. A rotation pip on the ball assembly was found not to be as pronounced as expected; reason for this could not be confirmed and remains unknown. Despite failure of the visual gas supply indicator, the unit would continue to cycle as intended and in the event the gas supply was disconnected the low pressure/disconnect alarm would activate to notify the user.

Event description:
It was reported that the fish eye (gas supply indicator) was remaining red when connected to oxygen. No patient injury was reported.